Event description:
Customer reported her insulin pump had a motor position encoder error alarm. Customer's blood glucose was 146 mg/dl. The customer also stated her insulin pump is missing her basal and sensor settings. Customer stated a motor error alarm also occurred during a prime. Customer could not recall any significant events leading to the alarm. Troubleshooting found the customer was able to rewind the insulin pump. Customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The device was received stuck in motor error loop during bolus/basal delivery. Unable to confirm the error alarm in alarm history screen due to overwritten history file. No unexpected reset to factory default/memory anomaly noted during testing. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The unit had cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.